Event description:
The service report shows the customer reported that the 840 ventilator had a communication error. Malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).